Event description:
(B)(4). The patient is followed by the neurology clinic at the (B)(6); patient has persistently elevated serum selenium levels and neurological signs and symptoms consistent with selenium toxicity. The dates and selenium levels are as follows: (B)(6) 2016: 634, (B)(6) 2016: 806, (B)(6) 2016: 615, (B)(6) 2017: 777. Patient has been advised on potential sources of selenium toxicity and has been referred to a toxicology center in (B)(6). No source of selenium toxicity is identified and the serum selenium levels continue to be elevated. Patient has an implanted precision spinal cord stimulator (boston scientific), model # sc1032b, sn# (B)(4). The precision stimulator was implanted on (B)(6) 2016. Patient has signs consistent with neuropathy and sensory ataxia; laboratory studies reveal monoclonal gammopathy. Ncv/emg doe snot reveal large fiber neuropathy; she is scheduled to have a skin biopsy to investigate small fiber neuropathy. Patient is extremely anxious about the elevated serum selenium levels. The questions are: is the precision device the source of the elevated selenium? If that is the case, should the device be removed because the elevated selenium levels appear to be causing or at least contributing to neurological disability? Selenium could be present in the implanted electrodes. We can check the selenium serum levels immediately before and at multiple time points after the device is surgically removed to demonstrate that the device is the source. However, removing the implantable device is not an easy decision to make without guidance from your office.